Event description:
Per study: nine months after undergoing stent placement (bx sonic and rapamycin clinical stent) in the presence of recurrent angina and in the absence of a functional ischemia the study revealed a 55% in-lesion restenosis with type iii (isr) in-stent restenosis pattern reported to be "diffuse isr". The pt underwent elective bypass surgery of the distal left anterior descending artery (rapamycin clinical stent) and the 1st diagonal branch (bx velocity stent). The event was reported as target site and target vessel revascularization. The pt was discharged five days after the bypass surgery was completed.

Manufacturer narrative:
Per study: the pt was admitted for the index procedure with an admitting diagnosis of angina pectoris and met the study guidelines for inclusion. The pts' medical history consisted of hyperlipidemia, positive stress test and worsening exertional angina. The index angiogram revealed that the left ventricular ejection fraction was 60% and an stenosis of the (mlad) mid left anterior descending artery and no other lesions were noted in the remaining vasculature. No peri-procedure medication was administered. During the procedure, a cordis xb 3.5 guiding catheter and bmw .014"guidewire were utilized to access the target site. The lesion length in the mlad was 15mm and a diameter of 2.75mm, the stenosis was 95%, no calcification or tortuosity, and the timi flow was one. The site was predilated with a 2.5mm acs crossail angioplasty balloon at 8 atmospheres. The percent of stenosis after pre-dilation was 30%. A 3x18mm rapamycin clinical unit was deployed at 10 atmospheres. The stent was not post -dilated. One bx velocity 2.5x15mm was implanted in order to correct the spontaneous spasm of the 1st diagonal artery evaluated at 60-70%. The core lab identify a 7% final residual in-lesion stenosis without dissection and timi ii flow with the notation "bifurcation lesion, both lad and 1st diagonal stented". The highest act was 325 seconds and the total heparin dose was 14000 units. The total amount of contrast (hexabrix) given was 220cc. After stent placement, no dissection was noted, and no adverse event or additional treatments were needed was reported. The post-procedure course was uncomplicated and the pt was discharged on asa and clopidogrel. Please note, this device is not distributed in the united states; however, it is similar to the u.s. Product. The product will not be returned for eval and testing. Additional info will be submitted within 30 days upon receipt.